Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to carry out electrophysiology studies or magnetic resonance imaging. The ipg remains in use. No patient complications have been reported as a result of this event.